Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was 179 mg/dl. Customer states they are not able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. The pump was found with moisture damage at the motor assembly. Unable to verify the pump error 43 alarm due to the blank display.